Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted in the mid rca and 1st obtuse marginal. Approximately 14 months post index procedure the patient suffered stomach bleeding. This was treated with medication. The patient recovered. The patient was on dapt at the time of the event. The investigator reported that the event is not related to the index device and it is unknown if it is related to the anti platelets.